Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Based on available information and without the device to analyze, the cause of the reported leak / splash (loss of fluid column during prep) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a leak. It was reported that during preparation of a mitraclip procedure, air was noticed to be entering the hemostasis valve of the steerable guide catheter (sgc) when flushed. Troubleshooting was performed per the instructions for use without success. The sgc was not introduced to the patient. There was no patient involvement. No additional information was provided.